Event description:
During device recertification at zoll medical corp, the device would not power-up on battery power and there was no pacer output available during testing. There was no pt involvement in the reported malfunction.